Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
This was the first time model eg-2990i/serial (B)(4) was returned to a pentax facility for repair/service since the device was shipped to the customer on 22-jan-2016. On 16-oct-2017, a device history review was performed confirming the gastroscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. On 06/apr/2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.

Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events related to lodged material remaining in endoscopes after reprocessing. As part of this remediation, pentax medical performed a retrospective MDR assessment of events/complaints received from (B)(6) 2014-(B)(6) 2016. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2016 which stated "no suction" for video gastroscope model eg-2990i/serial (B)(4) received through the pentax medical service department. No other information was provided at the time of the report. The gastroscope was returned to pentax medical for evaluation. The pentax endoscope technician confirmed a pentax rubber check valve lodged inside the biopsy inlet t-piece. This finding confirmed the customer's complaint. Other inspectional findings included: passed dry/wet leak tests. Residue on bending rubber. Up/down/right/left angulation knob play. Air/water nozzle glue worn. Pentax medical contacted the facility to gather additional information. A response was received by the initial reporter on (B)(6) 2016 stating the event occurred during the pre-procedural inspection phase and there was no patient involvement. The pentax regional service manager visited the facility on 09/09/2016 and provided training to prevent future occurrences. Repairs were performed on the device which included replacement of the following: o-rings and seals. Bending rubber. The video gastroscope was returned to the customer on (B)(6) 2016.